Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens the lens was returned in liquid, in a lens vial. Visual inspection found that only a portion of the lens was returned. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A portion of cc4204a intraocular lens, diopter +21.5 was returned. "Misfire, pt contact" was recorded on the box. Attempts to obtain additional information have not been successful.